Manufacturer narrative:
The insulin pump was monitored for 2 days and no blank display was noted. The device was received with normal operating currents. No damage found on the lcd isolation tape. It was received with severely scratched display window, cracked display window corners, and cracked reservoir tube lip. It passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 428 mg/dl. The customer experienced ketones, vomiting and stomachache and treated with manual injections. It was also reported that the display went blank and would not return after trying different batteries. The mother then reported that the insulin pump has scratches on the lcd screen and the customer has difficulty reading the display. The device was returned for analysis.

Manufacturer narrative:
The information provided in section b1, b2 and h1 with initial report was incorrect. The correct information has been provided with this report.